Event description:
It was reported to philips that the system did not start up. The system was in clinical use. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that, the equipment does not start. According to the additional information collected, the diagnosis procedure was delayed due to the reported issue. During further inspection, it was found that actual cause of the issue was the customer having main power voltage problems and the equipment doesn¿t have ups. Issue got resolved by repairing main voltage issue. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the main power voltage problems, and it was resolved after the repairing main voltage issue. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.